Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with cracked case display window corner noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that there was a crack in insulin pump. Blood glucose was unknown. Troubleshooting was performed. Customer also reported that insulin pump was functioning customer just could not read the right side of the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.